Manufacturer narrative:
On (B)(6) 2021, nakanishi received a phone call from the distributor stating that the dentist had refused to disclose any information about the patient.

Manufacturer narrative:
There was no information available about the patient from the dealer. Nakanishi is scheduled to visit the dentist to obtain the information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 3 service records since the device was shipped. The repair details are as follows: (B)(6) 2017: the cartridge, drive shaft, and dog clutch were replaced. On (B)(4) 2018: same as above. On (B)(6) 2018: the device was sent in for repair, but there were no abnormalities observed. Nakanishi returned the device to the customer without having any repairs done. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks, and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements about 45 seconds after the start of the test were as follows: test point (1): 67.0 degrees c test point (2): 88.0 degrees c test point (3): 34.8 degrees c test point (4): 33.1 degrees c the increase in temperature was so sudden that the test was concluded about 45 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainer in the ball bearing on the rear side of the cartridge was broken. The headcap, internal gear, and clutch were discolored and soiled. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable material, such as abrasive powder, into the bearing from the outside. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the dentist, and remind the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On october 26, 2021, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6) 2021. The dentist was performing a dental procedure on a patient using the z95l handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned the patient. The patient saw a dermatologist and was diagnosed with a minor burn.